Event description:
It was reported that the device did not suction properly and it took numerous extra turns to tighten. The pt endured no complications or injury as a result of this event.

Manufacturer narrative:
The returned device was first inspected for any occlusions, tears or other abnormalities that would adversely affect the performance of the device; none were observed. Next, the suction performance of the device was tested and confirmed to hold at a pre-determined validated pressure. The device passed the suction performance test with the arm fully extended and with the arm relaxed. Furthermore, the tightening knob was tested and it performed as intended. The complaint is unconfirmed as the testing during the investigation showed the device performed as intended.